Manufacturer narrative:
Initial and final MDR 1904881 - MDR 3003442380-2024-12488 - device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that six infusion set tubing was leaking at site and infusion set is long for 24 hours. The blood glucose level was 350-438 mg/dl. No further information available.